Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser track. The micro catheter used during the event was not returned. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be broken and separated at break indicator and kinked at ~145.4cm from proximal broken end. The implant coil was found to be detached and returned. The implant coil was found to be stretched and damaged. The shield coil was found to be stretched. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil experienced stretching during implantation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the c7 segment with a max diameter of 5 mm and a 1.8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that during the implantation of the spring coil, stretching occurred. Reported device and accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported that there were not any issues that resulted in damage and that the cause of the stretching was not determined.